Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited high pressure alarms. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear housing battery contact was bent, front housing was cracked at bottom corner, rear housing top label was missing, and the downstream sensor and upstream sensor seal were contaminated. The event history log confirmed a high-pressure alarm occurred. Functional testing was unable to replicate the reported issue. The most probable root cause was determined to be fluid ingression on the downstream sensor. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.